Event description:
Alere affiliate received a complaint alleging discrepant high inratio inr results in comparison to the laboratory inr results. Results are as follows: (B)(6). Therapeutic range: 2.5 - 3.5. The time between each testing was within one (1) hour. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.